Event description:
It was reported that pump housing and usb port were damaged, causing pump to shut down and preventing charging. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.